Manufacturer narrative:
This report is submitted on february 25, 2021.

Event description:
Per the clinic, the implant was incorrectly placed at the initial surgery. Xray showed that the electrode was kinked. The device was explanted on (B)(6) 2020. The implant remains in-situ.